Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-53, lead, implanted: (B)(6) 2008; 6947-65, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The physician changed the patient's medication. The device remains in use. No further patient complications have been reported as a result of this event.